Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
It was reported that the customer received a no delivery alarm on the insulin pump while trying to change out the set. Troubleshooting was performed. After changing the reservoir, the insulin pump did not alarm no delivery during a maual prime. The reservoir may have been occluded. Nothing further reported.